Manufacturer narrative:
(B)(4). One (1) sp8368 ta maryland insert device was returned for evaluation. The device was evaluated by the product engineer, manufacturing engineer, lead manufacturing technician, and the quality engineer who confirmed the reported failure. Upon visual evaluation of the returned ta insert device, the jaw part was completely separated from the actuating rod. The actuating rod was not broken and in good condition. It was observed though that the link pin that connects the jaw link parts to the actuating rod was missing and not returned. As part of the assembly of this device the link pin connects the jaw links and attaches to the actuating rod it then slides into the clevis area where the clevis is secured by a clevis screw. Per design this link pin is secured and encapsulated inside of the clevis for it not to come out. Further observations revealed that the clevis screw was found to be slightly loosened. According to the engineers, the only way the clevis screw can be loosened is if the screw was manipulated with a tool to unscrew it. The engineers concluded that the only way this link pin can possible come out is by the jaw area being under distress. From the evaluation the visible returned parts did not show signs of being stretched or stressed. Without the return of the linked pin bd is unable to determine exactly how this device broke in the manner in which it did. A review of the device history record (s) did not reveal a non-conformance. The device passed all acceptance criteria for release. Review of the incoming records for the linked pin, part 92-0766, lot # 14224016 indicated the lot passed all acceptance criteria for release with no non-conformances noted. Conclusion(s): other - undetermined. The root cause could not be determined through the investigation. Bd will continue to trend and monitor this reported issue and for this product family. The lot number was previously reported incorrectly.

Manufacturer narrative:
(B)(4); device evaluation anticipated but not yet begun. The device was available but not returned at this time. No lot was provided by the customer at this time. If further information becomes available a follow up report will be submitted for this complaint.

Event description:
Medical specialties - broken; a maryland dissector broke during a case. Additional x-rays were needed post-surgery to asses if metal fragment was left behind. Radiologist did not find any metal fragments on x-ray. Additional information from customer provided 28apr2017: there was no patient injury other than increased, unplanned exposure to x-rays. The patient medical status after the event was stable. No significant patient impact. It was determined that this incident was a near-miss. The procedure was a laparoscopic cholecystectomy.